Event description:
The customer reported a "speaker malfunction". It is unknown if the device was in use monitoring a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a "speaker malfunction". It is unknown if the device was in use monitoring a patient at the time of the event. There was no report of patient or user harm.